Event description:
The report received indicated that during a coronary procedure, the balloon on the cypher stent delivery system (sds) ruptured. The intended procedure included treatment of a lesion in the mid left anterior descending (lad) and the 1st diagonal arteries. The vessel was de novo, slightly calcified, slightly tortuous and presented 90% stenosis. The mid lad was treated by direct stenting with a 2.50 x 28 mm cypher, which jailed the 1st diagonal. Inflation time and pressure for the stent were unknown. Then to treat the 1st diagonal, a guidewire was advanced through the struts of the implanted cypher, followed by a competitor's balloon catheter, then kissing balloon technique was conducted with the cypher sds in the mid lad and with the competitor's balloon in the first diagonal; while the balloons were being inflated, the cypher sds balloon ruptured at 12 atmospheres. The pressure decreased suddenly and the blood was flowing back into the inflation device. Therefore, the physician removed the cypher sds and confirmed the balloon was ruptured. Therefore, a 2.5x14 mm vento balloon was used and the procedure was safely finished. There was no patient injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.